Event description:
The reporter indicated that at implant, when attempting to insert the stylet into the lead, the stylet could not be inserted smoothly. The doctor felt that while he was manipulating the lead, the stylet became stuck in the inner insulation. The lead was replaced.